Event description:
It was reported that pt underwent knee procedure in 2003. Pt reported doing well until making violent twisting movement. Revision procedure was performed in 2009, due to a fractured tibial bearing. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval is in process, but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This report filed october 15, 2009.